Event description:
It is reported by the customer that the buttons of the insulin pump were not responding. Customer reported that the numbers continued to scroll up when trying to enter the carbohydrate count. Troubleshooting confirmed that the insulin pump was not dropped, bumped or exposed to moisture. Advised a replacement insulin pump would be sent out. No additional information is provided.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.